Event description:
The patient reported the following: patient said that all of their aligners since november have been making them ill, as in they feel like they have a virus. The patient also said when they get the aligners out of the pack, there are fingerprints. This occurred till february, when they got an ultrasonic cleaner for their aligners and now, they clean them prior to putting them in and they have no issues.

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.